Event description:
It was reported that a patient presented in-clinic with far r wave over-sensing noted on the patient's implantable cardioverter defibrillator, resulting in inappropriate automatic mode switch. No intervention was reported and the patient will continue to be monitored. The patient was stable throughout.